Manufacturer narrative:
Device is a combination product. Synergy ii us mr 2.25 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with the first proximal strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13mar2019. It was reported that shaft kink occurred. A 2.25x38 synergy drug-eluting stent was advanced for treatment. However, during delivery, a kink was noted in the catheter part of the delivery system. The procedure was completed with another 2.25x38 synergy drug-eluting stent. There were no patient complications reported. However, returned device analysis revealed stent damage.